Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. The returned tip was returned with a defective heat shrink. In the visual inspection, physical damages were seen, and it appears that the tip was reprocessed. An extensive search of the complaint data base was conducted on the associated lot number. No additional complaints were reported with this lot number. This was an isolated incident. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline surgical, inc. In this condition. A root cause could not be determined.

Event description:
At the end of a hysterectomy procedure, the surgeon noticed that a fragment of the heat shrink insulation tube fell into the patient's peritoneal cave. The fragment was able to be retrieved. The procedure and anesthesia time were extended for an unknown amount of time. There was no harm to the patient.